Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On approximately (B)(6) /2025, the patient experienced a hypoglycemic event while sleeping. His wife was unable to wake him and reported his condition as a ¿comatose-like state.¿ the patient reported that his dexcom receiver did not alert him to the low glucose level. Emergency medical services (ems) were contacted, and the patient was transported to the emergency room. He recalled that his blood glucose meter reading was approximately 32 mg/dl. The patient stated he was treated for hypoglycemia; however, no specific treatment details were provided. He was hospitalized overnight and discharged the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. The patient declined to share any additional details regarding the event with dexcom. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.